Event description:
Product analysis (pa) was approved on the two returned generators. The patient's old generator that was explanted, and the replacement generator that ultimately was not implanted as the patient's family declined full revision when the high impedance was identified. Both generators performed according to all functional specifications, and there were no performance, or any other type of adverse conditions found with the pulse generators. The 25% change in impedance history for the patient's old generator was reviewed, and the date when the high impedance first occurred was identified. No known relevant surgical intervention with the suspect device has been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: initial report inadvertently reported that the replacement generator was implanted. However, since the patient¿s family declined full revision, both the old and replacement generator were explanted and returned for analysis.

Event description:
The explanted generator was received by the manufacturer. No known relevant surgical intervention has occurred with the suspect device to date.

Event description:
The patient was referred for generator replacement due to end of service = yes. During surgery, high impedance was identified. No obvious lead fracture was noted on the x-rays. X-rays have not been reviewed by the manufacturer to date. Lead pin reinsertion was verified with the new generator, and the new generator was tested with the test resistor and was confirmed to be ok, so the generator was implanted. No known lead revision surgery has occurred to date. No additional relevant information has been received to date.